Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump has a blank display. His blood glucose is unknown. He said that he has installed several batteries, received a low battery alert but the pump is still blank. During blank display troubleshooting, the customer stated that he is calling back after pump rest and declined any further troubleshooting. The insulin pump will not be returning for analysis.